Manufacturer narrative:
The insulin pump had no button error alarm. The device was received with intermittent button response due to moisture damage keypad trace. Cracked display window corners,broken belt clip slot,reservoir tube cracked,scratched lcd window,battery tube threads cracked. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was performed. The device was returned for analysis.